Event description:
Related manufacturer reference number: 3006705815-2023-06611. It was reported that following an unrelated surgical procedure where the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. Additionally, one of the patient's leads had high impedances. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and lead were explanted and replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000100095.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.